Manufacturer narrative:
(B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set tubing bent or blocked event on (B)(6) 2025. No further information available